Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The rep checked the footswitch connections. The system was tested and operated as intended.

Event description:
The customer reported, the 2600 system displayed foot pedal stuck error code message. No pt injury was reported.